Event description:
A needle stuck a clinician when the assistant was attempting to dispose the catheter. The clinician is receiving prophylactic treatment. The pt was not at high risk for any blood borne pathogens.